Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer. It was also reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.